Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted that might have contributed to the reported clinical event. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted because it exhibited loss of capture. Other measurements stable. The lead was explanted. No additional adverse patient effects were reported.